Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient reported through strykeractive "I've had 2 of your replacements in my knee plus 3 manipulations and still can't bend my knee since (B)(6) 2016". Update: spoke to patient, she stated she had a right knee replacement on (B)(6) 2016 and was revised on (B)(6) 2017 due to rom. Patient is still not able to bend her knee. Patient also reported she had 3 manipulations done under anesthesia. This pi is for manipulation 3 of 3, done on (B)(6) 2017.